Manufacturer narrative:
Related MFR # 2916596-2023-02931. Manufacturer's investigation conclusion: the reported event of the system controller display screen being blank was confirmed via analysis of the returned system controller. The reported event of atypical noises occurring during a system controller self-test was not confirmed. During testing of the returned system controller (serial number: (B)(6), the controller¿s lcd display was observed to have a blank white screen. The blank lcd display did not affect the controller¿s ability to operate the pump at the set speed. The system controller was disassembled to inspect the internal components and no issues were observed. The lcd display was replaced, and the display issue resolved. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple system controller self-tests were performed without any issues or atypical noises produced. The downloaded system controller event log file contained approximately 7 days of data (20apr2023 ¿ 27apr2023 per the timestamp), and the downloaded system controller periodic log file contained approximately 162 days of data (16nov2022 ¿ 27apr2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while at home the patient's system controller display screen was blank with only 3 lines (red/green/cream) and no data available. Earlier that day the self-test sounded normal however, later that evening the self-test sounded off, odd, with a weaker tone, and irregular at times. All indicator and alarm lights were appropriate. The controller consistently had pump running indicator displayed. There was no yellow advisory wrench after the self-test and the self-test did not indicate any issues. A controller exchange was performed which the patient tolerated well. It was noted that no alarms occurred.